Event description:
Per the surgeon's report, this pt's etiology is congenital malformation of the cochlea. The pt was admitted to the hospital in 2008 with meningitis several years after cochlear implant surgery. It is not known if the pt was vaccinated against meningitis prior to surgery. During surgery, she received IV ancef. She developed a cerebrospinal fluid leak during surgery. The cochleostomy was packed with tissue. Reportedly, the pt had two revision surgeries in which the cochleostomy was re-packed with tissue. Dates of the surgeries were not reported but occurred in 2002. The pt is currently in ICU with an increase in intra-cranial pressure. Clinicians have put her into a drug-induced coma. A lumbar drain was placed. More info will be provided upon receipt.

Manufacturer narrative:
This type of event is addressed in the device labeling.